Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient is in the intense care unit (ICU) due to a perforation in the heart wall and lung. The lead is the suspected cause of the perforation and the hemothorax. The patient had a medical intervention to drain the blood. This lead remains in service. No additional adverse patient effects were reported.